Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a patient encountered a fluid leak during pd treatment. During drain 1 of 5 there was a warning of air detected in cassette. Fluid was discovered in the pump module area and on external part of cassette. In a follow up, the caretaker confirmed the reported event and stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue. The cycler is not available to be returned for analysis.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a patient encountered a fluid leak during pd treatment. During drain 1 of 5 there was a warning of air detected in cassette. Fluid was discovered in the pump module area and on external part of cassette. In a follow up, the caretaker confirmed the reported event. Stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue. The cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The cycler is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.